Manufacturer narrative:
Manufacturer investigation conclusion: the reported low flow alarms were confirmed through review of the submitted log files. Additionally, a specific cause for the reported infection could not be conclusively determined through this evaluation. It was reported that the patient is known to be non-compliant with medications and treatment. Computed tomography (CT) and echocardiogram (echo) results were unremarkable. The patient was treated with anticoagulants. The patient¿s symptoms reportedly resolved, and pump parameters returned to baseline. The submitted system controller and lvad event log files, which collectively contain data captured from (B)(6) 2021 to (B)(6) 2021, showed low flow on (B)(6) 2021, in addition to periods of rotor instability and elevated rotor noise that appeared consistent with a foreign material being ingested into the pump before ultimately passing through. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists thrombosis and infection as adverse events which may be associated with the use of heartmate 3 lvas and addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, document rev. C, also outlines all system controller alarms as well as how to respond to each alarm condition. Both the IFU and patient handbook also contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: history of mssa captured under MFR. Report # 2916596-2021-05881. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a computed tomography scan and echocardiogram were performed and both were unremarkable. The infection was reported as device related with ongoing bacteremia and driveline exit site infection. The patient has a history of methicillin-susceptible staphylococcus aureus (mssa) and was positive for proteus on this admission. The patient's symptoms resolved and pump parameters returned to baseline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had continuous red heart/no flow alarms with 0.00 lpm/min in the emergency department. The patient had suspected pump thrombus. The log file captured the flow dropping off starting on (B)(6) 2021. After the flow dropped to 0.00 lpm, it remained that way for the rest of the log. Also during this time the motor power and pulsatility index (pi) were trending downward. The pump was seeing a reduction in blood volume. The patient had a short syncopal episode initially and after about 30 minutes the patient had one episode of vomiting. The patient stated feeling fine ever since. The event log started on (B)(6) 2021 later in the day and showed the flow in 4.0 lpm range and powers in the 6-7 watt range with power as high as 7.6 lpm. In the background the log also captured constant motor instability flags caused by ingestion or an instability event. It appeared there may be an occlusion on one of the blades of the rotor causing instability and creating high pump powers. On (B)(6) 2021 the patient's pump parameters stabilized and seemed to return to baseline. The log file captured lvad (left ventricular assist device) faults, indicating potential pump rotor instability. On (B)(6) 2021 the patient was started on heparin, integrilin and dobutamine drips. The patient had approximately 3 liters of flow. The patient was also bacteremic. Additionally the patient's modular cable was peeling off.